Manufacturer narrative:
The product has been received for evaluation; however, it is not yet complete. A supplemental report will be submitted when the evaluation is complete.

Manufacturer narrative:
One single dpt - vamp plus kit was returned for evaluation. Dry blood was visible on the distal tubing male connector. The pressure tubing with sample sites had been bonded to vamp reservoir instead of to reservoir stopcock, as instructed in the applicable drawing. As a result, there was no stopcock (or shut-off valve) to separate the blood in the reservoir from the blood being drawn from the patient. The complaint was confirmed as related to the manufacturing process. Actions are currently being implemented in the manufacturing process to prevent recurrence of this type of failure.

Event description:
As reported, the stopcocks on the vamp plus reservoir are reversed so that blood samples were drawn from the "waste" blood in the reservoir, rather than from the patient, and the samples were diluted. As a result of the dilution, the patient appeared to have low potassium, which they replaced, and they appeared to be anemic. No actual injury was reported.